Event description:
A malfunction alarm was reported, specifically displaying malfunction code 9, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if any further issues arose.